Event description:
It was reported that the health care professional (hcp) inquiring about if there is right atrial (ra) loss of capture. Technical services reviewed the presenting electrogram (egm) and found when there is a ra pace there is a p-wave visible on the shock channel that is being marked as atrial sense (as) noise. Technical services could not confirm if there was loc based on the timing and recommended to perform threshold testing. At this time, this lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).